Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo 12.1, -08.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: 1494: off-label use; acd= 2.92mm which is below the approved indications for use. Claim#: (B)(4).